Manufacturer narrative:
It was reported that the CT scan used for the initial surgery was tilted. The instructions for use state to "confirm that the images are acquired without any tilt." The surgeon stated that he is unsure if the paralysis was due to the surgery or the parkinson's disease. He further stated that he does not consider the stryker neuro software to be responsible for the event.

Event description:
It was reported that stryker neuro software was used to determine the placement of electrodes used for deep brain stimulation on a pt with parkinson's disease. It was determined that the electrodes were not placed at the intended positions. It was reported that the pt suffered mild paralysis of the face. A revision surgery was performed successfully.